Manufacturer narrative:
The product was not returned. The information indicated the lens was a yellow lens model; however, the specific lens model information was not provided. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated product information was not provided. It is unknown if a qualified combination was used. The root cause cannot be determined. The product was not returned to evaluate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an unknown number of intraocular lenses (iols) , the patients are experiencing glistenings. Additional information was requested. This file represents an unknown number of instances.